Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
Sc-1132 (sn (B)(4)) the source of the complaint was not determined. Residual gas analysis verified that the device insulation was not compromised. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event. Sc-2366-70 (sn (B)(4)) the lead was cut during the explant procedure. Damage to the device was similar to the typical explant damage and was not considered a failure. Review of the sterilization record did not find any anomalies or deviations that potentially relate to the reported event.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.

Manufacturer narrative:
UDI= (B)(4). Additional information was received that the reason for the explant procedure was that the patient had an infection at the arm with symptom of a localized rash. The physician did not believed that the infection was due to the device or the procedure. Additional suspect medical device components involved in the event: model #: sc-2366-70, serial #: (B)(4), description: linear 3-6 lead, 70cm the leads were not returned to bsn. It is indicated that the leads will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.